Event description:
A catheter dislodgement was reported. The patient experienced severe pain. The patient was admitted to the hospital. According to the manufacture's device registrations system, a catheter revision was performed. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Other = catheter.